Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the image had white dot was due to deterioration of head unit and water tightness lost was due to water leak in plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head of the head unit showed deterioration, water leakage in the plug unit and white dots appearing in the image. There was no patient involvement.